Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, far-field p-wave oversensing episodes were observed. Reprogramming was suggested to resolve the event. The patient was stable with no adverse consequences. Additional information was requested but not yet received.

Event description:
During remote follow-up, far-field p-wave oversensing episodes were observed. The device was reprogrammed to resolve the event. The patient was stable with no adverse consequences.